Event description:
The consumer alleges she was given an electric shock from the joystick. The consumer also alleges the chair will come to a sudden stop, causing her to "fly" out of the chair. No injury is alleged.

Manufacturer narrative:
No serious injury reported. Consumer alleges they feel a shock and that the chair stops suddenly. Consumer alleges dealer has serviced the chair and dealer states they have helped consumer with their concerns. Voltages present in joystick are not sufficient to cause a shock as described. Malfunction, however, has not been established. Past history indicates that incidents of this type are caused by triboelectric charge build up (esd) and not a malfunction. Alleged unintended movement is unconfirmed. MDR filed as a conservative measure.